Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 26th february, 2021 getinge became aware of an issue with lucea 100 surgical light. The cover of light head cracked during surgical procedure leading to detachment of particles. There was no injury reported, however, we decided to report the complaint in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with lucea 100 surgical light. The cover of light head cracked during surgical procedure leading to detachment of particles. There was no injury reported, however, we decided to report the complaint in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as particles cover were missing, and it contributed to event. Upon the event occurrence the device was being used for patient treatment. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. If described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective cover of the affected device. For cleaning, the IFU warns the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. We believe that overall the devices on the market are performing correctly. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.